Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that liquid leaked from a bd q-syte¿ luer access split-septum stand-alone device. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation: DHR review was performed on the following sub assembly lot numbers: 4329882 ¿ this lot number was built on qfa line 2, from november 26, 2014 thru november 28, 2014. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications, in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Received two used q-syte units from the lot number 4328755; both units were attached to syringes visual/microscopic evaluation: both of the septum was molded using the 16 cavity mold. Both units had slits tears on the septum top disks. Water leak test: the q-syte unit was connected to the water leak test station and tested in the un-actuate and actuated positions. Leakage was confirmed in the actuated position during testing septum column tear assessment: both of the units had damage (tear) was along the column wall. Bottom septum evaluation: the returned units were disassembled to evaluate the bottom septum condition. Both units had slits tears on the septum bottom disks. Photos of the slit centeredness: the septum slit cut was not off center on any of the returned q-syte units. Test description , method no, results: visual/microscopic, n/a, see observations and testing. Water leak test, mm-110, see observations and testing. Water/air leak test, qcge-011, see observations and testing. Column tear assessment, vtp-31, see observations and testing. Bottom septum evaluation, n/a, see observations and testing. Slit location and dimensions, qcpa-13, see observations and testing. Both of the returned q-syte units provided for evaluation displayed column tears, slit tears on the septum top and bottom disk; which leaked in the actuation position. The defect of leakage, as stated in the subject of the complaint was confirmed. The source of leakage was the vent hole due to the column tear. Confirmed there was a slit tears on the septum top and bottom disks. A definite source that caused damage to the column tear; which contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. A definite source that contributed to the slit tear could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations. An instruction pamphlet is provided with q-syte product. This information documents the potential failure modes of this device if not used properly.